Event description:
Dealer called stating that the front tires on the l-4r scooter are allegedly splitting down the middle. Return quote #(B)(4) issued for the wheels. No injury alleged. The malfunction has not been confirmed.